Event description:
It was reported that the patient had had their device in for years now with ¿decent results¿. They had to have their spinal fusion revised and now they had an infection at the t-10 level which was where their intrathecal catheter inserted. The incision in the patient¿s back was open and being packed twice daily. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device system delivered morphine. Symptoms the patient experienced included an open wound as reported with pus draining. The symptoms had begun two to three weeks after the fusion/revision. A culture was taken from the wound which found enterococcus had grown. The cause of the infection was bacteria, it was noted the managing health care provider (hcp) did not do the fusion revision so they could not address the surgeon's technique or post operation wound care. The infection was treated with intravenous vancomycin, oral rifampin and a wound vac. No other diagnostics or interventions were performed. It was noted when the fusion revision was being performed the surgeon had accidently cut the intrathecal catheter. With the help of a device manufacturer representative the surgeon put in a new intrathecal catheter segment and spliced it to the old catheter so the patient could continue to use the system. It was reported the patient had no signs or symptoms of meningitis. It was reported the patient would require long term antibiotics since the hardware from the fusion was to be left in per the surgeon. It was reported the patient was now stable and remained afebrile with a normal white blood cell count.